Event description:
A user facility reports that a pt started bleeding after the intraocular lens (iol) was implanted. The iol was removed and a vitrectomy was performed. The association between this event and the iol is not known. More info has been requested.

Event description:
Add'l info provided by a rn at the user facility indicates she does not believe the intraocular lens (iol) malfunctioned.